Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to perform several actions, including disconnecting tubing, tightening connections, and delivering boluses. The customer was advised to replace supplies as necessary and resume insulin use.